Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of "side brush insertion failure " was not confirmed , however clogged nozzle was observed. Due to clogging of nozzle, water removal ability does not meet the standard value. Residual liquid and foreign matter was observed coming out of the suction cylinder , additionally, clogging on the s-cylinder observed , suction valves does not return after being pressed. In addition, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. Abnormal sound found due to damage on right/left knob. Chip found on adhesive of the a-rubber (insertion section). Paint of s-cylinder peeled. Scratch noted on universal cord, grip, s-cover, switch box, forceps elevator knob, r/l, u/d knob, control unit. S-cylinder shaved. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Side brush insertion failure was reported on the device found during an unknown event. No harm reported. No patient harm, no user injury reported . Device evaluation found residual liquid and foreign matter came out from the suction cylinder. This report is being submitted for residual and foreign matter observed to be coming out from the device suction cylinder during evaluation (this condition is caused by insufficient cleaning (handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. It¿s unknown if the endoscope was used in a case with the foreign material attached. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviation of reprocessing from the instruction manual could have caused the foreign material to remain in the subject device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the suction function] 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel] 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.